Event description:
Event during an ablation procedure using a celsius rmt catheter at the right atrium-- following deliverance of unsatisfactory first few radio frequency pulses where the physician noticed a very low impedance reading (approximately 50 ohms) with normal radio frequency output (50 watts), however with no real temperature increase, the physician decided to change the catheter. The physician discovered that the catheter had melted from the proximal part approximately 40 cm from the connector (out of the patient's body. There was no injury attributed to this product problem.